Manufacturer narrative:
Product has been received by manufacturer. However, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: customer said, she received products with broken bands in the package. No patient injury reported.